Event description:
This report is being filed after the subsequent review of the following journal article: brosset, t., pasquier, g., migaud, h., and gougeon, f. (2011). Opening wedge high tibial osteotomy performed without filling the defect but with locking plate fixation (tomofix) and early weight-bearing: prospective evaluation of bone union, precision and maintenance of correction in 51 cases. Orthopaedics and traumatology: surgery and research, 97, 705-711. The authors conducted a single-center, continuous, prospective study of a 51 patient cohort of 36 men and 15 women, average age 53 years (range: 3-76 years), overweight or obesity recorded in 88 percent of patients, recruited from june 2003 to june 2005, to determine whether a medial opening high osteotomy can be performed without filling the bone defect, using a stiff locking plate, synthes device, tomofix plate. The average follow-up was 24 months. Results were as follows: three patients required surgical revision: one for deep infection treated with lavage and drainage; and two for incomplete union with moderate pain and difficulty returning to normal activity¿ a 57 year old woman and a 58 year old woman had a varus of 176 degrees and 174 degrees and resulting correction of 183 degrees and 182 degrees, respectively. At last follow-up, seven patients were sensitive in the area over the fixation material and 11 had discomfort due to the plate; the plate was removed in 12 of these 18 symptomatic patients with relief achieved in 10 patients. The authors concluded that fixation with the locking plate is reliable and provides stable correction and the option for early weight bearing. This is a serious injury reportable malfunction report for 11 patients with discomfort due to the plate, some of whom subsequently underwent plate removal. This report is for an unknown tomofix plate. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Brosset, t., pasquier, g., migaud, h., and gougeon, f. (2011). Opening wedge high tibial osteotomy performed without filling the defect but with locking plate fixation (tomofix) and early weight-bearing: prospective evaluation of bone union, precision and maintenance of correction in 51 cases. Orthopaedics and traumatology: surgery and research, 97, 705-711. This report is for an unknown tomofix plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.